Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that the coating on the connecting tube had peeling due to deterioration. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the channel cleaning brush could not be inserted smoothly due to buckling and deformation of the channel. It was also observed that there was a decrease of the output of light due to breakage of the light guide bundle. It was observed that the connecting tube had a dent due to physical stress. It was also observed that the control unit had discoloration due to deterioration or chemical stress. It was observed that the venting connector under the grip was shaved due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: connecting tube, eyepiece, diopter ring, control unit, scope cover, grip, angulation lever and on the up-down plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the tracheal intubation fiberscope has fog on the lens that cannot be removed. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the coating on the connecting tube has peeling which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.